Event description:
It was reported to boston scientific corporation that a captivator snare was used during a procedure performed on (B)(4) 2024. During the procedure, hot snare did not create heat for polyp removal despite all indicators being green. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a090402 captures the reportable event of snare unable to deliver energy.